Manufacturer narrative:
Inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Electrical investigation demonstrated that flex pcba was capable of producing healthy encoder signals when isolated from mechanical assembly. Customer concern was isolated to the electronic assembly. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported cartridge holder was broken. Troubleshooting was performed and found dose knob was not misaligned. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.